Event description:
Reportedly. Pt expired approx after a implant duration of 0.13 months (in early 2008, after an implant date of four days earlier), due to unk reasons. Unk if pt death is device related. Pt also had a 4600 28mm ring, implanted in the mitral position on the same day. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.